Event description:
Customer reported that the insulin pump was stuck in the rewind sequence. Customer was assisted with rewinding the insulin pump and performing prime; she received an error alarm during prime. Customer mentioned that she has some brain damage and short term memory issues from an accident she had about 2 months ago and was not sure about the details. No troubleshoot performed as the customer already had a replacement insulin pump. Blood glucose value is 252 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.